Manufacturer narrative:
Continuation of concomitant product: serial# (B)(4).

Event description:
It was reported that during use the atrial lead exhibited high threshold and inappropriate pacing spikes. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.